Event description:
A report was received that the patient developed incisional neuromas on the pocket site and was experiencing pocket pain. The physician believes the neuromas were not device or procedure related. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.